Event description:
Customer states that pump continued to run after dose was delivered. Rate and dosage provided were 500 ml/hr and 10 ml. There was no patient impact reported.

Manufacturer narrative:
Visual inspection found that pump's door latch was broken and could not be closed properly. Pump's door has to be replaced in order to test the pump. Pump has been tested several times using water, and each time when bag was empty, pump stopped pumping and alarming no food (or pump finish dose: alarming "dose done"). All alarms have been checked and work properly. Complaint could not be duplicated.